Event description:
Mid 30¿s female with history of endometriosis. Procedure: laparoscopy, lysis of adhesions, drainage of left ovarian cyst, drainage of right ovarian hydrosalpix, ablation of endometriosis and cystouretheroscopy. The ligasure l hook did not register with ligasure console. Another one used without problems. No known harm to patient. Discharged same day. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter). Will obtain.